Manufacturer narrative:
The products reported in these complaints were not sent in for investigation. There were three complaints reported by one user on the same day. No other complaints for the reported lot numbers have been received. These complaints could not be confirmed. No clinical injury to patient.

Event description:
As reported: customer indicated a leak, possible thread issue on the end of the tubing. Medication was found to have leaked out due to the cap becoming unthreaded (connection point between end of bag to patient's injection cap). No injury occurred as a result of this complaints.